Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for eval. The catheter failed the leak test because it had two holes in the balloon. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure on (B)(6)10. During the procedure, there was a slow pressure loss between 3-6 minutes into the procedure. The procedure was started with pressure at 190mmhg and then slowly lost pressure. When the pressure went below 90mmhg, the controller shut off. The catheter was removed from the pt and a hole was noticed in the balloon. The procedure began with approximately 30cc's d5w and only 25cc's were extracted at the end of the procedure. A hysteroscopy was performed. There was no adverse pt consequences.